Event description:
Healthcare professional reported that approximately 90 days post implant the pt experienced significant aortic stenosis. Reoperation revealed white thrombus/pannus type tissue fully encompassing the leaflets. The pt has a pork allergy, however the md does not feel this is of any significance. The valve was returned for analysis.